Manufacturer narrative:
Age at time of event: birth year (B)(6).

Event description:
Reportable based on additional information received 01 june 2020. It was reported that difficulty advancing the lotus edge delivery system through the introducer occurred. Vascular access was obtained via transfemoral approach. An isleeve introducer sheath was placed. A 23mm lotus edge valve system was prepared for use. When the physician advanced the 23mm lotus edge valve delivery system, the physician encountered extreme resistance. Eventually, the physician was able to advance the 23mm lotus edge valve delivery system through the isleeve introducer sheath. The 23mm lotus edge valve was successfully implanted. There was a small pericardial effusion noted; however, it was 'very, very, very small' in size. The patient was observed for 30 minutes. The effusion did not grow, so the physicians were not concerned with it. It was further reported that a new pathological q-wave or left bundle branch block (lbbb) occurred requiring a pace maker occurred post procedure.